Event description:
Boston scientific crm received information that this right atrial lead was exhibiting no capture and large p-waves. It was confirmed that the lead was dislodged. As a result, this lead was explanted. No adverse patient effects were noted.